Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing due to fusion were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.